Manufacturer narrative:
Patient identifier = (B)(6). This report is being filed on an international product list 8p06, that has a similar us product distributed in the us, list 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) alinity anti-hcv results were generated for a patient. The customer reported that sid (B)(6) had a (B)(6) initial result ((B)(6)) where the retest result was (B)(6). The customer further stated that the customer was repeated 10 times and was always (B)(6) (no specific data provided). No impact to patient management was reported.

Manufacturer narrative:
Date received by manufacturer was sent in the initial MDR (03/04/2019). The correct date is 04/04/2019. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 01723be00. A review of tracking and trending identified no related adverse or non-statistical trends associated with the complaint issue. Return testing was not completed as returns were not available. The performance of the likely cause lot 01723be00 was investigated and no non-conformances or deviations were identified in relation to the complaint issue. Retained reagent material of lot number 01723be00 was tested and met specifications. The negative control and positive control showed values within specifications. Additionally, 12 replicates of the positive control were tested with alinity anti-hcv reagent lot 01723be00 and no issues were noted. Two commercially available seroconversion panels were tested, and the results were compared to architect anti-hcv results provided by the panel manufacturer, since architect anti-hcv assay and alinity I anti-hcv assay are equivalent. Reagent lot 01723be00 detected the same bleeds as reactive. Based on this data it was shown that the sensitivity performance is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity anti-hcv lot 01723be00 was identified.

Manufacturer narrative:
Update 05apr2019 sid provided. Complete information for section a patient information, 1. Patient identifier = (B)(6). Date of event updated to (B)(6) 2019 an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Update 05apr2019: sid provided- (B)(6) update 01may2019: data provided by customer. Sid (B)(6) generated alinity results of 9.01 s/co (reactive), with repeat results of 0.59 s/co (nonreactive), 8.48 s/co (reactive). The customer stated repeat results were curtoni, which were reactive, ranging from 8.01- 9.12 s/co.